Event description:
It was reported that in (B)(6) 2010, the patient received treatment for a chronic total occlusion of the right coronary artery (rca), which involved the successful deployment of 2 xience prime stents. On (B)(6) 2011, the patient received treatment for a chronic total occlusion of the circumflex. During this procedure, angiography of the rca showed some hinging in the middle of the proximal stent in the rca; however, the patient was fine. Upon angiography, it was believed that the stent had fractured. Another stent (brand unknown) was placed in the rca to treat the fractured stent. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. In this case, although a conclusive cause for the stent fracture cannot be determined, there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.